Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the right atrial (ra) lead post operatively. It was reported that slack changed on the lead after moving the patient. The lead was revised and remains in use. No patient complications have been reported as a result of this event.